Event description:
It was reported that the ventilator did not alarm when the sense line disconnected from the ventilator. The ventilator was not connected to a patient when the reported problem occurred.